Manufacturer narrative:
(B)(4). The customer's report of a channel error was confirmed. A review of the pump module's event log indicates that an infusion had been programmed followed by the module being placed in anesthesia pause mode for an hour and 45 mins before being restarted. The pump module then ran for approx 40 seconds before a channel error 240.4150.0 occurred. Channel error code 240.4150.0 is defined as a bottle side pressure sensor failure in which the sensor voltage is too high. The service manual instructs the user to replace the sensor if the error is repeatable. A review of the pump module error log found 13 separate occurrences of this specific error code in a 6 month time period suggesting that the error is repeatable. Testing on the pump module was able to replicate the 240.4150.0 error code. The cause of the reported channel error was found to be a faulty bottle side pressure sensor. The root cause of the sensor failure is unk.

Event description:
A customer reported that an alaris pump malfunctioned during an open heart case after the pump had been running correctly for 2 hours. The risk manager reported that in the middle of an open heart case, the pump alarmed with error code 240.4150 and displayed "pump disconnect not communicating". Biomed was called to operating room and witnessed the error code occurring. Biomed took the pump channel out of service and a new channel was used for the rest of the case. The customer reported that no pt harm occurred and no medical intervention was required. No further pt info was provided.